Event description:
In 2007, the lay-user/reporter contacted lifescan alleging that a one touch surestep meter was incorrectly set to "mmol/l." The reporter (the patient's husband) indicated that the pt had the meter for over 2 years and the device had always given readings with a decimal point. According to the reporter, the pt felt as though she was getting "right" readings. However, after the pt started feeling sick, the reporter took her to an emergency room (ER) that same day. The reporter was unable to specify details of her symptoms. Before going to the ER, the pt tested her blood glucose on the reported meter and got a result of "14.4 mmol/l" that she interpreted as "144 mg/dl." The patient's blood glucose was checked on an unidentified device in the ER and a result of "350 mg/dl" was obtained. The times that the reported results were obtained were not provided. The pt was treated with regular insulin and given an IV (unknown contents). The reporter felt as though the pt's meter was reading inaccurately low based on the comparison between the 2 reported glucose readings. The reporter was not sure if the meter was ever set correctly to "mg/dl," the reporter stated the he believed the meter was "always" giving readings with a decimal point. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter alleged the pt went to an ER and received medical treatment for hyperglycemia. The reporter claimed that the meter had been set to "mmol/l" for over 2 years and that during that time, the pt had thought her readings were normal.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned. Lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.